Event description:
It was reported that the patient received inappropriate defibrillation therapy from the implantable cardioverter defibrillator. Programming modifications were discussed. No further information was reported.